Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician, post-procedure, the patient experienced urinary retention. On (B)(6) 2011, the physician dilated the urethra to relieve the retention. Post dilation procedure, the patient reported feeling better. The patient followed-up with another physician with urethral erosion (date unknown). Excision of the erosion was performed. On (B)(6) 2011, the patient followed up with the original physician complaining of retention. On (B)(6) 2011, the patient continued to complain of retention and bladder spasms. The obtryx sling was removed by the second physician on (B)(6) 2011. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.